Event description:
Additional info received from reporter (B)(6) 2011: metal on metal hip implant less than 5 years, high cobalt / high chromium in blood has caused issues through out body. Headaches, ears ringing, nose bleeds, sneezing, vertigo, fatigue, dizziness, weight gain, depression, irritability, diarrhea, tingling/burning in both hands, fingers, and feet, numbness toes, tripping over toes, food intolerance/allergies worse than ever, itching at incision site and legs, immediate and short term memory problems, attention sticking to task, esophagus spasms, shortness of breath, feel like I'm inhaling sulfur but it comes from inside me, respiratory issues, terrible hacking cough - won't stop, can't control, lose control of all body function, urinary system - complete leak, weird chest pains, tightness, pressure, heart palpitations, heart fluttering, horrible gastrointestinal upsets/up to breastbone, vision problems, sleeplessness, skin/face break outs weird under skin pus like, abnormal EKG's - started year after hip replaced, joint pain, knee issues, swelling at ankles.

Event description:
Add'l info rec'd from rptr 2/28/2014: f/u to original report access #(B)(4) original hip removed (B)(6) 2011, 3 yr f/u blood test, still toxic metal in blood.

Event description:
Additional info received (B)(4) 2013: access number: mw5018894. Update to original report, blood still toxic 2 yrs after original metal on metal hip replaced.

Event description:
Very high levels of metal in blood.

Event description:
Additional info received from reporter. Access number (B)(4). On (B)(6) 2011, mom implant removed, right before surgery, doctor told me after discussing with other doctors, he wasn't going to remove cup, just replace liner and ball, I was concerned. During surgery, could not get liner out, had to remove entire cup with liner, severe metallosis behind cup plus in surrounding tissue, screws and cup totally corroded. Surgery took over 6 hours, racing heart issues while in hospital, had blood transfusions, stayed additional night in hospital due to fever. Skin blistering from adhesive. Not allowed up without brace and walker.